Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured and vertically separated. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.